Event description:
The customer stated that one out of three pt samples is generating error code # 1062 (invalid test result, read precision (#) while using the axsym digoxin iii assay. There was no impact to pt results reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.